Manufacturer narrative:
The insulin pump was intermittent button response due to moisture damage on the keypad trace. No button error alarm. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's father reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 118 mg/dl. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.